Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple hypotube kinks along the hypo tube. No issues with mid shaft or polymer extrusion. The crimped stent was visually and microscopically examined and damage was noted to distal stent rows 1-2. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 02-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion containing a lesion bend between >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.